Event description:
It was reported that this pacemaker showed a battery status of less than 3 months remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be pacemaker dependent with high programmed right ventricular (rv) outputs. The patient was transferred from the clinic to the hospital for further review. Technical services (ts) discussed the advisory status of the device and the potential for the device reverting to safety mode. The physician scheduled a device replacement procedure for a future date and discharged the patient home with report to present back to the hospital in the case of any symptoms. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker showed a battery status of less than 3 months remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be pacemaker dependent with high programmed right ventricular (rv) outputs. The patient was transferred from the clinic to the hospital for further review. Technical services (ts) discussed the advisory status of the device and the potential for the device reverting to safety mode. The physician scheduled a device replacement procedure for a future date and discharged the patient home with report to present back to the hospital in the case of any symptoms. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations). Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker showed a battery status of less than 3 months remaining. The device battery was suspected to be depleting prematurely. The patient was noted to be pacemaker dependent with high programmed right ventricular (rv) outputs. The patient was transferred from the clinic to the hospital for further review. Technical services (ts) discussed the advisory status of the device and the potential for the device reverting to safety mode. The physician scheduled a device replacement procedure for a future date and discharged the patient home with report to present back to the hospital in the case of any symptoms. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.